Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of dilaudid at 5.4 mcg/hour via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that a catheter revision occurred during a spinal fusion. The surgeon had to cut the catheter and remove a portion of the catheter in order to perform the fusion. During the removal and replacement of the intrathecal portion, the surgeon noticed what they thought was a kink. The kink was in the approximate 3.5 cm portion. As a result, the entire intrathecal portion was removed and would be returned for analysis. The portion in question was replaced using 8782 and 8785. No signs or symptoms were reported. No known environmental/external/patient factors that might have led or contributed to the event were reported. No diagnostics/troubleshooting were performed. The issue was considered resolved at the time of the event. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included scs and pain pump implant, nkda, obesity, radiculopothy, hypokalemia, hypertension, chronic narcotic use, spinal stenosis, complex sleep apnea, current estrogen therapy, depression, fatty liver, hyperlipidemia, gastroesophageal reflux disease.

Manufacturer narrative:
H3: analysis of the implantable intrathecal catheter (s/n: (B)(6) found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.